Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming. It was noted that the lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in block d4: lot and serial number: (B)(6). Sc-2317-70, sn: (B)(6). The returned lead was analyzed, and visual as well as x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was near the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint.

Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming. It was noted that the lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.